Event description:
Reportedly, during use, the rings broke, and no bag came out from the distal end of the instrument. The instrument was then removed from the port, and a second similar replacement endocath gold was used successfully to bag the gallbladder. The patient was not directly or seriously affected by the incident as although the instrument broke while inside the patient, it happened prior to it being used to bag the gallbladder. Nothing fell inside the patient.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur, the complaint will be reported to the FDA.